Event description:
It was reported by the customer in (B)(6) that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the micro tornado hp w handcontrol device was warming on; and not working properly. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that shaver warming on; not working properly- working with intervals. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the motor shaft is stuck, short circuit in the motor, the values of the keypad are out of range, the protective earth resistance is out of range, failure button. The defective hand control set, defective motor cable, and defective motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated with manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.